Event description:
Spacelabs received a report that a patient was shocked by an implanted defibrillator and no alarm sounded when this occurred.

Manufacturer narrative:
The patient has an implanted pacemaker/defibrillator unit. A nurse responded to the patient shaking and found the patient was shocked by the defibrillator. The nurse stated that no alarm sounded at the central station. Spacelabs has sent an engineer to the hospital for investigation. The investigation is underway. We will provide a supplemental report once additional information is obtained.

Event description:
A patient was shocked by an internal defib and no alarm was sounded at a central monitor when this occurred.

Manufacturer narrative:
Spacelabs field service engineer evaluated the (B)(4) module while onsite and determined the device was functioning to specifications. The field service engineer reported that after reviewing the customer database for this patient, he observed that alarms were occurring for this patient. The ventricular run waveform data indicated a stacked alarm condition had occurred. The customer had the spo2 alarm set to a high level and the ventricular run set to a medium level in the command module settings. Spo2 alarms had occurred at the same time as the ventricular run. The customer was using the central monitor in alarm watch mode and with alarm watch, the higher priority alarm will be shown as a priority, so the medium level ventricular run alarm would show more briefly at the central monitor. This manner of function is identified in the product operators manual. Spacelabs evaluation has concluded that there was no device malfunction. Spacelabs considers this issue closed.